Manufacturer narrative:
One speedband device was returned for analysis with residue present on the device indicating use or handling. A visual examination of the device found all bands present and were slightly moved out of position. It was noted that the ligator head teeth was damaged. The suture was noticed to be unbroken and still attached to both the ligator head and the trip wire loop. It was also noted that the trip wire was bent and cut approximately 81cm from the distal end. The handle spool and bracket presented damage. It was also found that the shank detached from the handle assembly. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the condition of the returned device, it is possible that the trip wire was not tightened or wound properly around the spool. This impacted the deployment activity of the bands and damage to the handle assembly; however, it cannot be confirmed that the trip wire was not secured properly during use. Therefore, the most probable root cause could not be determined at this time. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.